Event description:
In 2008, the pt reported that the adhesive of his infusion sites is peeling and does not stick to his skin. The infusion site had been in use for 1 day. He stated that he adheres the infusion site to clean shaved skin and he uses IV prep wipes. He stated that the IV prep wipes are several years old and he does not allow the area to dry completely before inserting the infusion site. He was advised to allow his skin to dry. He was sent tegaderm and IV prep wipes. Upon follow up the pt stated that he is very pleased with the new product and has no further issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.

Manufacturer narrative:
The pt did not require medical assistance from a healthcare professional, or second party to address the issue.